Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements within normal limits of 190 ohms. It was noted that the impedance measurements appeared to be increasing. Technical services (ts) was contacted and recommended x rays to confirm system placement. This electrode was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.